Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. Subsequently, a replacement procedure was performed. This pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.